Manufacturer narrative:
Classified as "serious injury" because the patient went through a re-operation the valve is not available for return, disposed of at hospital. Device history record review shows the valve was built per specs.

Event description:
This re-operation to correct severe paravalvular leak (pvl) was observed in a review of the implant registration information in the tracking database. Research commenced and the operative notes were obtained for the re-op. Severe pvl post-op-late. Tee in the operating room confirmed severe pvl at 6 to 9 o'clock position. Valve had dehisced in that area and there was a lot of suture material. Valve replaced with a new onxmc-25/33. No report of negative outcome, apparently patient recovered. This is being reported because pvl is defined to be valve-related and reportable in the aats/sts guidelines. Pvl is among the list of adverse events that can occur for a heart valve patient.